Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: the black box data from date of the alleged issue has been overwritten due to continued use of the pump. The current black box data showed multiple battery alarms along with pump reboot events. The alarm history showed one occurrence of a battery life alarm on the complaint date. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. All testing was then performed with a test battery cap. The battery cap threads were damaged. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. The pump's current draws were within specifications. A leak test showed that there was a leak at the battery compartment crack. There was no evidence of additional moisture inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.